Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction: d10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate would not infuse. The device was filled with 1400mg of teicoplanin in 0.9% sodium chloride (nacl) total volume 250ml and connected to the patient via a PICC (peripherally inserted central catheter) line. The device was disconnected and a new device was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.